Event description:
A surgeon reported a patient with elevated eye pressure following a glaucoma filtration device (gfd) implant procedure. Medications were administered, prior to confirmation that the shunt had become clogged. A yag laser treatment was performed and the eye pressure stabilized. The shunt remains implanted. Additional info is not expected.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the batch reviewed. No abnormalities were found during the DHR review and the product was released according to manufacturers release criteria. No sample was returned; the device remains implanted. The condition of the product could not be verified. There have been no other complaints reported in the lot number. No additional info is expected. (B)(4).